Event description:
It was reported that this pump was protruding out of the patient's body for the "fourth time." The reporter stated that pump pocket issues had been happening about once a year. It was later reported that the patient had a blister formed on their skin. The device was later explanted. The device system was used to deliver lioresal. (This initially reported in manufacturer report # 3004209178-2012-01916).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(6).